Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot did not indicate a product quality deficiency. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage/inability to achieve arterial marking with the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, arterial marking could not be achieved from the device marker lumen. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient was reported to weigh (B)(6) lbs with a height of (B)(6), body mass index: (B)(6). Per the special patient populations section of the perclose proglide device instructions for use the safety and effectiveness of the perclose proglide device has not been established in the patient populations who are morbidly obese with a body mass index greater than or equal to 40kg/m2.